Event description:
Loss of osseointegration.

Event description:
Loss of osseointegration the initial report did not have a removal date, however, we have received this information and the qn has been updated. Hence this updated report.